Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4). Initial.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded in the driver's data file. Visual inspection of external components found cracks on the display cover and fan cover. Visual inspection of internal components found the bottom left anchor boss on the front housing cracked. Freedom driver passed all areas of functional testing for acceptance. Out of specification output values could not be replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint could not be replicated; the root cause of the out of specification outputs was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found to the display and fan covers as well as the anchor boss were cosmetic only. No evidence of a device malfunction could be determined. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.